Event description:
As reported, the balloon of a 6f¿7f mynx control vascular closure device (vcd) ruptured after catching on calcification during use. Another mynx control vascular closure device was used to achieve hemostasis and complete the procedure successfully. There was no reported patient injury. The balloon lost pressure during use in the presence of severe calcification at the puncture site. There was no prior percutaneous transluminal angioplasty, stent, or vascular graft in the common femoral artery. The vessel diameter was greater than or equal to 5 mm. The user was trained to the device, and the device was prepared and stored according to the instructions for use. Other procedural details were requested but were not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. A review of the manufacturing documentation associated with lot f2601309 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.